Manufacturer narrative:
A risk to the pt's health could not be excluded for these specific circumstances, since, despite there was no direct risk of harm to brain tissue, there are several critical structures (e.g. Blood vessels, facial nerve) in the area of the surgery, that could have been harmed due to misleading info from the navigation system, although: there is no indication of a systematic error or malfunction of the brainlab device. The corresponding measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. There have been no negative clinical effects for this specific pt reported to brainlab by the hospital. The most probable root cause for the determined shift is that during the initial registration the software did not find a match to the actual pt anatomy that was as accurate as desired for this specific pt/surgery. Apparently, the shift was not detected during the according accuracy verification to be performed by the user. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measure to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to offer an additional training to this hospital.

Event description:
A surgery to correct a semicircular canal dehiscence was planned to be performed with the aid of the brainlab cranial navigation system. During the procedure, the surgeon: registered the pt's anatomy with the navigation system, resulting in a statistically medium precision. Verified the results of registration with a satisfying result. Performed a craniotomy (extra-dural dissection and retraction of temporal lobe). Determined a shift of about 2 cm between the info displayed in the navigation system and the actual pt anatomy, when reaching the semicircular canal dehiscence. Continued with the surgery without the aid of navigation by relying on visual landmarks. There have been no negative clinical effects for this specific pt reported to brainlab by the hospital. According to the hospital, the success of this specific surgery remains to be evaluated.